Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastorvideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for the following: sampling date: (B)(6) 2025. Sampling from: all channel. Cfu: unknown. Bacterial identification: klebsiella pneumoniae. Sampling date: (B)(6) 2025. Sampling from: all channel. Cfu: unknown. Bacterial identification: klebsiella pneumoniae. Sampling date: (B)(6) 2025. Sampling from: all channel. Cfu: unknown. Bacterial identification: klebsiella pneumoniae.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of customer cleaning, disinfection and sterilization, third-party testing, the device evaluation and the final investigation. Following field was update: b3, b5, d8, d9, h2, h3, h6, h11. The complaint investigation reviewed the customer provided the cleaning, disinfection and sterilization (cds) processes where the following deviation from the IFU was confirmed: the olympus endoscopy support specialist (ess) observed the elevator channel was not flushed during precleaning and the washing tube was not used. This deviates from IFU instructions and the precleaning poster requirement for immediate elevator channel flushing using the washing tube. The returned device was received by olympus and subsequently sent to third party for culturing, and the results were as follows: sample date: (B)(6) 2025. Sampling from: distal end and elevator mechanism: bacterial identification: bacillus species, micrococcus luteus. The device was returned to olympus for inspection and the reported failure found during investigation was not confirmed. According to the investigation, the device was culture tested positive by the customer; however, there was no correlation observed between actual device status and cause of contamination. The investigation stated that after reprocessing by olympus, the hygiene microbiological investigation results could not confirm customer findings and were within the acceptance criteria. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.